Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01193.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via unknown access due to deep vein thrombosis. Patient is alleging tilt, vena cava perforation and one medial strut contacts the aorta. The patient further alleges ¿I have pain in my chest and stomach¿ and ¿shortness of breath and pain while walking long distances. (I) can no longer ride my bike as much as I used too.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, ¿findings: the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted medially and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 23mm. One (1) medial strut perforates the ivc wall and contacts the aorta. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.